Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. The insulin pump passed displacement test. The device was monitored and no blank display anomalies noted. The power connector plugged in and locked in place properly. The pump error 63 alarmed during self test and confirmed in pump history with variable due to broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her daughter's insulin pump had a blank display. The customer¿s blood glucose level was 234mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis and replacement pump will be sent.